Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the cycler/ cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a cycler/ cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most associated with touch contamination/breach aseptic technique during the pd exchange. It was reported the patient had concomitant constipation which is also a known risk factor for peritonitis in pd patients. The patient¿s pd culture yielded growth of corynebacterium which is normally found on human skin. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with touch contamination during the pd exchange (in the setting of having constipation), as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient got sick of peritonitis. Upon follow up, the patient¿s pd nurse reported that the patient had a pd culture (obtained in the outpatient pd clinic) which yielded growth of corynebacterium and an elevated white blood cell (wbc). Per the nurse, the patient was treated with the antibiotic vancomycin intra-peritoneal (ip) on an outpatient basis (per clinic protocol). It was reported the patient is recovering and continues treatment with the same cycler without any further issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse reported the peritonitis was associated with possible touch contamination/and or concomitant constipation.

Manufacturer narrative:
Correction: h3 component code.

Event description:
It was reported that a peritoneal dialysis (pd) patient got sick of peritonitis. Upon follow up, the patient¿s pd nurse reported that the patient had a pd culture (obtained in the outpatient pd clinic) which yielded growth of corynebacterium and an elevated white blood cell (wbc). Per the nurse, the patient was treated with the antibiotic vancomycin intra-peritoneal (ip) on an outpatient basis (per clinic protocol). It was reported the patient is recovering and continues treatment with the same cycler without any further issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse reported the peritonitis was associated with possible touch contamination/and or concomitant constipation.